Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 273mg/dl, 65mg/dl. Tests were done within <10 minutes with a difference of 109%. "Customer was using alcohol to clean hands." Patient did not experience any adverse events. No further information has been reported.